Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a stylet was unable to advance down the atrial lead during an implant surgery. Lead was replaced to complete the procedure. Patient had no symptoms and was stable after the procedure ended.